Event description:
On (B)(6) 2009, the patient reported that the luer of the infusion tubing does not properly connect to his new shipment of adapters. He stated that his products appear to be working properly, but the luer connection "does not feel right." He was sent replacement adapters. Upon follow up on (B)(6) 2009, the patient reported that the replacement product resolved the issue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and adapter were requested to be returned for evaluation.